Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 6300 mcg/ml for a total dose of 1409 mcg/day and clonidine 200 mg/ml for a total dose of 44.7 mg/day via an implantable pump for no known indication for use. It was reported on (B)(6) 2016 a pump motor stall was reported. Patient experienced withdrawal symptoms. It was unknown what may have led, caused, or contributed to the motor stall. Pump was interrogated and read a motor stall had occurred. Pump was replaced with a new pump, and will be returned for analysis. The issue was said to have been resolved at time of report. Patient status was noted as alive-no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from the rep that the pump had been returned to the manufacturer.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.